Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.